Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) down button dome switch. No unlocked lcd keypad connector noted. Device passed self-test and displacement test. Device back light feature properly and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that all buttons were hard to press. Blood glucose was 250 mg/dl. Troubleshooting was performed. Light was not come on time and buttons were not working. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.